Event description:
(B)(4). Last week, I was given the essure treatment. Yesterday, am feeling dizzy, have had a migraine and severe pain all through today; most concerning is the sharp stabbing pain on my right side that spreads to my lower back and upper leg. Today, I am experiencing a tingling numbness on top of the pain. I can also feel the coils in me and its freaking me out. I have immediate regrets. Initially, I went to the dr. For a consult on getting a copper iud and he suggested essure. The whole reason I went to the dr. Was because he had me on paraguard and it destroyed my energy levels. I wanted a copper iud, so I wouldn't have additional hormones introduced into my body. The reason I went to him was to offer me something that has the least amount of negative side effects. I don't even know how he could offer me this knowing I wanted a solution not more problems. I was never given the patient ID cards either. Dr. Is not returning my call or emails as of today.